Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured while implanting the femur. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use (nicked or gouged) and the instrument is fractured. Not all pieces were returned. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is confirmed with the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.